Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the ac inlet connector was found to be pushed inside the device. The ventilator was not repaired due to roach contamination.